Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.00/+6.0/085 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5- on (B)(6) 2022 the lens was exchanged for the same model/length lens and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).